Event description:
Audable alarm on airlife ncpap system alarming and visual screen requested pt be removed from device. Baby having dessats and required re-intubation. Unable to duplicate problem with equipment.